Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01278.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to stroke, prior blood clots. Patient is alleging vena cava perforation and organ (mesenteric) perforation. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions" and "lifting, household chores are a little more difficult to finish." Per report from CT (computed tomography) dated (B)(6) 2017: "note is made of an inferior vena cava filter with its apex located 3.5cm above the level of the renal vein confluence. The apex of the inferior vena cava is positioned slightly anteriorly within the ivc. It does not appear to touch the anterior wall. No significant tilt or angulation of the ivc filter is noted within the vessel. No vc stenosis is noted. The inferior tines of the ivc filter project beyond the wall of the inferior vena cava by a approximately 2-3mm. No solid visceral or hollow viscus perforation is noted. The inferior tines are located within retroperitoneal fat."